Manufacturer narrative:
This report is submitted on 28 august 2020.

Manufacturer narrative:
This report is submitted on decmeber 30, 2019.

Event description:
Per the clinic, the patient underwent experienced an infection of the ear canal and was treated with oral and IV antibiotics. The infection resulted in extrusion of the electrode array through the electrode array. Subsequently, the device was explanted on (B)(6) 2019.